Manufacturer narrative:
The customer had indicated the end customer retained the complaint sample. Thus, the complaint sample was not returned to viant for evaluation so the reported event is considered non-verifiable. The instructions for use (IFU) sent with this device today, man-004011, states the following; · end of life is determined by wear and damage due to intended use. · visually inspect for damage and wear. If the instrument is damaged and worn, it is considered at the end of its life and should be discarded. · check hinged instruments for smooth movement. · when the UDI carrier(s) is no longer readable, the instrument is to be discarded. · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. Manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were not reviewed as the lot number is unknown. It is unknown as to how many surgical procedures (cycles) the device had experienced throughout its life in the field. If the complaint sample is received by viant, it will be evaluated and the complaint record will be updated accordingly and a supplemental medwatch 3500a emdr will be submitted as well. No further investigation is required at this time. Complaint information provided by distributor, depuy synthes.

Event description:
It was reported during an unknown procedure on a female patient that inserter handle tightener kept getting stuck while trying to remove the cup. No adverse events and patient consequences were reported as a result of the malfunction.